Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction bolus via pump and resumed insulin delivery. Recommendation was made to consult with a healthcare provider regarding diabetes management.